Event description:
A customer reported receiving an inaccurate reading on her freestyle blood glucose meter. The adc meter reading obtained was 60 mg/dl and compared to the lab result of 29 mg/dl. When plotting the results on a parkes error grid, the meter result fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. Note: the customer could not report if the meter calibration was performed prior to testing and if the test strips were expired.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be submitted if the meter is returned.